Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Product lot information for the associated femoral head and acetabular liner was not provided. One patient x-ray image confirms the cup is positioned more vertically than would be recommended. Product photos also show damage consistent with disassociation. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address chronic dislocation. It was noted that the ceramic head appeared to have a metal burnishing on it. Also, the tabs on the superior side of the liner were failing, and there were impingement marks on the lip of the liner. The cup appeared to be excessively vertical. The liner was disassociated from the cup. (Left hip).